Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Svt contributed to the false detection. The response buttons were pressed after the event. The pt was taken to the hosp and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4). Electrode belt (B)(4), 05/2014. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.